Manufacturer narrative:
The calibration data provided from 03-sep-2022 to 13-sep-2022 was within specifications. The alarm trace showed multiple sample short alarms. The preanalytical checklist showed that the centrifugation condition was 2200 g for 11 minutes. According to the manufacturer's recommendation, the centrifugation conditions should be 1300-2000 g for 10 minutes. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine plus ver.2 result for 1 patient sample on a cobas 8000 c701 module. The initial result was reported outside of the laboratory. The physician questioned the result. A new sample was collected from the patient. The reporter is looking for a medical explanation for such a decrease in the results. It was alleged that the difference in results between the two samples was not possible due to the patient¿s condition. On (B)(6) 2022 , the initial result of the initial sample was 134 umol/l. On (B)(6) 2022 , the result of the new sample was 77 umol/l. The c701 module serial number was (B)(4).